Event description:
Patient taken to or as it was determined her right sided spinal rod had broken and she needed a revision.what was the original intended procedure?removal and replacement of spinal rod.